Event description:
PICC was placed on (B)(6) 2014 in 32 week boy. The PICC was observed leaking at catheter/hub junction on day 2, (B)(6) 2014. Catheter was pulled with not pt harm.

Manufacturer narrative:
The malfunctioning sample was returned to vygon us, and was forwarded to vygon (B)(4), the MFR for eval and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA via a follow-up MDR within thirty days of investigation conclusion.